Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation (h3/h6/h10). The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the auxiliary water inlet cap was attached while there was water remaining in the channel and that the remaining water came out when the patient choked due to vibrations. The event can be detected/prevented by following the instructions for use in chapter 3 of the operation manual section 3.8. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that water and aspirates came out of the sub water pipe of the gastrointestinal videoscope when the patient choked during a case. The issue occurred during an upper diagnostic gastrointestinal endoscopy. The sub water inlet cap was used, but it was dripping. A flushing pump was not used during the case. The case was continued and completed. The issue did not occur when using a similar scope and encountering the same circumstances. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Reports are being submitted due to the reported event occurring multiple times. Please refer to the following reports: patient identifier of (B)(6) is related to the first occurrence. Model number: gif-xz1200, serial number: (B)(4); patient identifier of (B)(6) is related to the second occurrence. Model number: gif-xz1200, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.